Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). Medtronic representative at the site, used a demo head and confirmed the navigation system was accurate and functional. Confirmed the articulating arm was tight and there should not have been any frame movement. Surgeon commented he did not really like the inav screen and could not see some things. On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On ( B)(6) 2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy occurred. The surgeon alleged the inaccuracy was approximately 3 centimeters, occurring when creating a posterior bone flap. The physician assistant (pa) performed two tracer registrations and they were happy with the second result. When navigating to the posterior tumor, a bone flap was made, however, then they could not access the posterior part of the tumor so the flap was enlarged and the surgeon alleged a navigation inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy.